Manufacturer narrative:
The pod was evaluated and found a misaligned component. The clutch spring did not deploy during operation due to the latch spring being at an angle. Insulin intermittently passed through the distal tip of the soft cannula as the ratchet gear turned. Due to the undeployed state of the clutch spring, this would not always move the plunger forward. The clutch spring was manually engaged during the investigation. It was determined that the programmed insulin did not deliver sufficient amount of insulin, which then contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose and insulin history is as follows: (B)(6). Ketones levels were not tested. The pod was worn for a day on the leg. The patient was able to activate a new pod.